Event description:
This spontaneous case describes the occurrence of device breakage ('remains of the device (metal images: x-ray 1-2 mm and in the CT scan image of 5 mm).') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), swelling ("swelling "), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), asthenia ("asthenia"), alopecia ("alopecia"), insomnia ("insomnia"), depression ("depression"), dyspareunia ("painful sexual intercourse"), muscle spasms ("cramps in the extremities"), dyspepsia ("digestive problems"), headache ("severe headaches"), hair loss ("hair is falling out") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2019 bilateral salpingectomy, second operation was performed on (B)(6) 2019 due to the remain). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, swelling, hypersensitivity, genital haemorrhage, back pain, arthralgia, myalgia, asthenia, alopecia, insomnia, depression, dyspareunia, muscle spasms, dyspepsia, headache, hair loss and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, asthenia, back pain, depression, device breakage, dyspareunia, dyspepsia, genital haemorrhage, headache, hypersensitivity, insomnia, muscle spasms, myalgia, pelvic pain, swelling and hair loss to be related to essure. The reporter commented: a second operation was performed on (B)(6) 2019 due to the remains of the device (metal images: x-ray 1-2 mm and in the CT scan image of 5 mm). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: metal images: CT scan image of 5 mm. X-ray - on an unknown date: metal images: x-ray 1-2 mm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of device breakage ('remains of the device (metal images: x-ray 1-2 mm and in the CT scan image of 5 mm).') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"), swelling ("swelling "), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), asthenia ("asthenia"), alopecia ("alopecia"), insomnia ("insomnia"), depression ("depression"), dyspareunia ("painful sexual intercourse"), muscle spasms ("cramps in the extremities"), dyspepsia ("digestive problems"), headache ("severe headaches"), hair loss ("hair is falling out") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2019 bilateral salpingectomy, second operation was performed on (B)(6) 2019 due to the remain). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, swelling, hypersensitivity, genital haemorrhage, back pain, arthralgia, myalgia, asthenia, alopecia, insomnia, depression, dyspareunia, muscle spasms, dyspepsia, headache, hair loss and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, asthenia, back pain, depression, device breakage, dyspareunia, dyspepsia, genital haemorrhage, headache, hypersensitivity, insomnia, muscle spasms, myalgia, pelvic pain, swelling and hair loss to be related to essure. The reporter commented: a second operation was performed on (B)(6) 2019 due to the remains of the device (metal images: x-ray 1-2 mm and in the CT scan image of 5 mm). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: metal images: CT scan image of 5 mm. X-ray - on an unknown date: metal images: x-ray 1-2 mm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.